Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2013, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 10-jul-2017, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 10-jul-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implan ted with an implantable neurostimulator (ins). It was reported that while patient was in pre-op before her battery replacement, the impedance check indicated a high impedance on contact "8." There were no contributing factors noted. During the procedure, the surgeon first tested with the wens. (There was still a high impedance on contact 8.) He then tested with the new battery and the behavior was consistent. The doctor mentioned that the corresponding contact at the tail end (that he was feeding into the new battery) appeared burnt. No actions were taken. System was operational besides the high impedance on the single contact. Doctor requested that the contact was not used for programming. Due to the nature of a two lead system, they were unable to determine the serial number of the lead so both leads are tagged in the report. Additional surgical intervention was not planned or performed to resolve the issue with the contact and high impedance values.